Event description:
It was reported that the left anterior descending artery (lad) and diagonal had 80-90% narrowing. Two guide wires were placed, one in the lad and one in the second diagonal. A 3.0 x 23 xience v was inflated to 12 atmospheres and after stent deployment, the plaque shifted to the ostium of the diagonal. A kissing balloon was planned in the cross point of both vessels. There was excess friction while retracting the guide wire in the diagonal. The xience v was deformed (damaged) and moved (explanted) with the guide wire into the guiding catheter. A xience v 3.0 x 15 was implanted at the same lesion site. Though requested, no add'l info was provided.

Event description:
It was reported that the pressure port of the endoplege device obstructed. The pressure line port that connects to the pressure line was obstructed by plastic and did not have an open lumen to be able to monitor pressure. It was not able to be flushed and it was not necessary to check with a second pressure line as the problem was visibly identified. No adverse events to patient. The customer had to change the device for a new catheter without any problems..

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis noted only the stent was returned. The stent delivery system (sds) was not returned. There was blood visible on the stent, which is consistent with the stent having been inside the patient anatomy. The full length of the stent was stretched. The proximal end of the stent was caught on the tip coils of a non-abbott guide wire. There were offset and broken tip coils on the guide wire. Reportedly, the xience v stent was successfully implanted; however, during removal of the guide wire, the stent was explanted. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the guide wire with the stent implant if the stent is not fully expanded and apposed, the guide wire caught underneath the implanted stent, or damage to the stent. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. The damage noted to the returned stent likely occurred as a result of the guide wire removing the stent after it was successfully deployed. Additional treatment was used to implant another xience v stent in the same lesion site. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted the angiograms show a stent implanted in the proximal left anterior descending artery (lad). The lesion area at the lad/ diagonal bifurcation is calcified. Wires are placed in the lad and diagonal. A stent is positioned in the lad with the proximal marker adjacent to the distal edge of the implanted stent, crossing the ostium of the diagonal. The images show stent deployment results with the guide wires in place. Both guide wires have been removed. The just-deployed stent is not visible in the vessel. A guide wire is then placed in the lad and a stent (shorter than the recently deployed stent) is positioned with the proximal edge at the crux of the bifurcation and is deployed. The images confirm that the stent was removed/extracted after deployment. A conclusive cause for why the stent was explanted by the guide wire could not be determined; however, there is no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.